Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis investigations did not replicate nor confirm the customer reported complaint "the jaw root was burnt, but the tip was not burned". The reported event with the instrument could not be replicated nor confirmed. The instrument passed the manual articulation of inputs. The instrument underwent external and internal visual inspections, no thermal damage detected. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. Failure analysis could not verify the customer reported event. The instrument was found to have a broken conductor wire at proximal end near the main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Probable root cause of broken conductor wire is attributed to the manufacturing process. Breakage can result from pinched or kinked wire.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps jaw root was burnt, however the tip itself was not burned. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive obtained additional information. The thermal damage was observed intraoperatively. There was no injury to the patient. Instrument was available for return.

Event description:
Refer to h11 for follow-up information.